Manufacturer narrative:
(H3) the revision reported may have been the result of prosthesis wear and osteolysis that occurred over approximately 15 years and 1 months of use. The prothesis wear and osteolysis may have been due to a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. The most probable root cause for the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances. Furthermore, the most probable root cause for the reported event of ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.

Event description:
It was reported that a female patient, initial left hip implanted with a gxl liner on (B)(6) 2008, underwent a revision procedure on (B)(6) 2023, approximately 15 years 1 month post the initial procedure. The reported information indicated that severely worn poly lead to some instability and osteolysis. It occurred over time. The cocr head and liner were exchanged. The patient was revised to exactech devices. The event was not related to a breakage of device. There were no surgical delays. The patient was last known to be in stable condition following the event. No device returns anticipated due to hospital policies. No x-rays or device images were able to be obtained. No further information.

Manufacturer narrative:
Concomitant medical products: 120-01-54 - acumatch cluster cup porous coated 54mm 1150786. 120-65-35 - bone screw 6.5mm dia x 35mm long 1064952. 142-32-00 - cocr fem head 32mm +0 offset 12/14 1145602. 160-21-09 - p-fit spline plas ex-off sz 9 0816218. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: d1/d2a/d2b, h6 . MDR section codes updated/corrected: a, c, d, e, g. The most likely underlying cause for the revision reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.